Event description:
The device user's father stated that the ultraflex infusion set would not stay attached to his daughter's animas (competitor) device. His daughter's blood glucose level became high (400-500 mg/dl). When she attempted to give herself a bolus she noticed that the ultraflex luer lock had come unattached from the cartridge. Her father stated the luer lock appeared to be too big. The device user was able to eventually administer a bolus and returned her blood glucose level to normal.